Event description:
After deployment of aneurx aortic stent graft, another balloon was used to post dilate the proximal end of the stent. The balloon was a medtronic 12 fr. Graft balloon. After dilatation there was an aortogram done and it showed an aortic tear. Open exploration of the aorta was started for repair. The patient had uncontrolled bleeding that seemed to come from the graft as well as other sites. The patient's blood pressure fell gradually and the patient was pronounced. The patient was given 35 units red blood cells, 5 units of platelets, 14 units of fresh frozen plasma, and 10 units of cryoprecipitate and 7 liters from the cell saver.